Manufacturer narrative:
One device was received for investigation in used condition with no visible signs of damage. Functional testing was completed where the cuff was inflated with air and submerged into a water bath. A leak was observed between the balloon and the inlet tube confirming the customer complaint. Root cause was not confirmed but the probable cause was attributed to a manufacturing issue. A review of the device history records show that there were no anomalies or non-conformities during the manufacturing process. One device was received for evaluation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Due to this, no root cause was determined as the device worked as expected according to the instructions for use. Device history review of the reported lot number found no anomalies or discrepancies during the manufacturing process.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon of the catheter deflated after one hour of intubation and there was leak at the joint between the balloon and the probe. Patient experienced increased time to intervention, prolonged sedation, and use of another device.